Event description:
On (B)(6) 2026, a 44-year-old male patient with a history of uveal melanoma metastatic to the liver received histotripsy treatment to two right hepatic tumors in segment 6, with the larger tumor requiring an overlapping treatment. No immediate procedural complications were reported. Immediate post-histotripsy ultrasound demonstrated a heterogeneous appearance of the treated lesions, and the main portal vein was documented as patent. On (B)(6), the patient presented to the emergency department after a syncopal episode, with worsening right-sided abdominal pain, lightheadedness, nausea, and urinary retention following the histotripsy procedure, resulting in admission. Initial evaluation documented symptomatic anemia and concern for liver hemorrhage. CT abdomen/pelvis with IV contrast demonstrated a large hepatic and perihepatic hematoma, believed to be likely from a hyperattenuating lesion in the right hepatic lobe, with moderate-volume blood products along the right paracolic gutter and extending into the pelvis. Imaging also noted two scattered foci of hyperdense contrast consistent with active hemorrhage, though no large branch-vessel extravasation was identified. During admission, the patient's hemoglobin decreased from 11.0 g/dl to 8.2 g/dl. The bleeding event was managed via observation/monitoring, intravenous fluids, and the patient received 2 units of packed red blood cells via transfusion. The clinical treating team documented acute blood loss anemia due to liver hemorrhage, with a transfusion threshold to keep hemoglobin greater than 8 g/dl. The syncope was attributed to hypovolemia from liver hemorrhage. Interventional radiology was consulted for management of the hemorrhage. The patient underwent hepatic angiography and gelfoam embolization to a branch vessel within the histotripsy treatment cavity. Following embolization and transfusion, the patient's pain was controlled, hemoglobin stabilized, and he remained hemodynamically stable upon discharge on (B)(6).

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the histotripsy procedure. In response to reports of vascular related complications, histosonics has incorporated the following warning into its labeling: "mechanical injury to critical structures (e.g., vascular structures, liver capsule, bile ducts) may occur when these structures are within the ptv. The likelihood of bleeding and/or mechanical injury may also increase with additional and/or subsequent treatments within a treatment session or across follow-up treatments."